Event description:
Procedure type: unk. According to the reporter: the seals were broken when they came out of the packaging and before any instruments were inserted. Continued opening instruments until one worked. No patient injury was reported.

Manufacturer narrative:
(B) (4)